Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument, but failure analysis has not yet been completed.

Event description:
It was reported that during a da vinci-assisted subtotal colectomy surgical procedure, the clip applier had a clip application failure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The incident with the clip applier occurred while the surgeon finished to clamp the tissue bundle. The surgeon experienced the issue related to clip opening after closure of the clip. The tissue bundle was no greater than the specified diameter suggested. It occurred on the 1st clip application during the case. (It was used before with other procedures with no issues). The issue was resolved with a backup instrument.

Manufacturer narrative:
The large clip applier instrument was analyzed and found to have a severely bent grip tip. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip did not show damage.

Event description:
Refer to h11 for follow-up information.